Event description:
Excruciating pain for several days post-uae, calcification of fibroid with pain and pressure, necrosis, endometriosis, bladder and bowel adhesions, fibroid growth, constipation, foul vaginal odor, painful intercourse, and stress incontinence. These symptoms resulted in hysterectomy and removal of ovaries and cervix 5 years post-uae.